Manufacturer narrative:
(B)(4). Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the neurosurgeon that the patient had their battery replaced due to having a wound defect which was caused by repeated replacements. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.